Event description:
Difficult time getting endologix graft into position due to marked calcification. During manipulation, tip of the device separated from the main body. Required need to avulse iliac vessel. Patient tolerated procedure well and had uneventful post procedure course.